Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient's right atrial lead was removed and replaced during the same procedure due to lead noise. The patient was stable.

Manufacturer narrative:
The reported complaint of lead noise was confirmed. As received, a complete lead was returned in two pieces. An external insulation abrasion was noted 32.0 to 32.7 cm from the distal tip, breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. The reported event was isolated to the exposed outer coil.